Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment surgical notes were not provided. It was reported that comparison of uka knee position in patients with progressive radiolucent lines in serial imaging and patients without radiolucent lines, did not reveal any significant difference. It was reported that there were 3 progressive femoral radiolucencies, 10 progressive tibial radiolucencies in the lateral view and 6 progressive tibial radiolucencies in the anterior-posterior view. It is unknown how these radiolucencies are distributed among the 7 knees that had progressive radiolucencies. It was reported in the journal article the radiolucencies were due to an insufficient cementing technique. It was also reported that most of the radiolucencies were situated at the edge of the components (posterior femoral condyle, posterior and anterior on the tibial side). It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of x-rays and/or product or further information.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.biomedcentral.com/1471-2474/16/177/ (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that seven knees were found to have progressive radiolucency.